Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit passed the self-test. However, unit was not able to perform the displacement test due to missing retainer. The history was download successfully using thump software. Pump properly paired with accu-chek guide link bg meter. No communication anomaly noted. Unit received with broken reservoir tube lip, missing display window cover, fading serial number label and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for possible bg's meter inquiry anomalies. However, unit was not able to perform the displacement test due to missing retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had different meter readings. The customer reported no adverse event. The event involved in the product was mmt-1715k. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return is required for mmt-1715k.